Event description:
Customer reported that he has been receiving no delivery alarms for the last three weeks. Customer stated he had to change his set multiple times the day of the call; he is on the third infusion set and the second reservoir. Customer reports the alarm did not occur during manual prime. Customer will try different type of infusion sets. Blood glucose value was 236 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47910.